Manufacturer narrative:
The pump was received with no button response due to j2/lcd unlock keypad connector. There was no button error alarm. The insulin pump was received with a cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The pump wasn't dropped or bumped. The pump was also not exposed to moisture. Customer confirmed that they have a back-up plan and has already used it due to having high blood glucose. Customer was advised that the insulin pump will need to be replaced.